Manufacturer narrative:
The investigation was based on the reported event and log analysis of the affected carina with product serial no.(B)(6), manufactured in (B)(6) 2014. According to the logfile, no technical malfunction could be detected but the device restarted immediately after start of ventilation. The user switched the device off 58 s after pressing start of ventilation. No device check was performed before use. The root cause is unknown. The device is still in repair shop. At the end of investigation, repair was ongoing. Carina continuously monitors the status and function of the internal components, sensors and software modules. If a deviation or anomaly is detected, an audible and visual alarm is generated. In case of failure of the ventilation, carina will give visual and audible alarms. This would be visible in the device log. In case of totally loss of functionality, an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the unit shutdown while on a patient. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. No patient health consequences have been reported. The device has no UDI as an UDI was not required at the time the device was manufactured.